Manufacturer narrative:
(B)(4). The product number reported by the customer is not being manufactured currently, however , another product number from the same family was used for the "verification of failure mode reported in the current manufacturing process" and was conducted as follows: (B)(4) samples were taken from current production at the manufacturing facility, the cuffs from the samples were inflated and left for four hours. After this time the samples were checked to verify if any leaks were present. All samples were still fully inflated. The defect reported in the complaint was not observed in the current manufacturing process. A device history record (DHR) review was performed and there were no issues found that could relate to the reported complaint. The complaint cannot be confirmed as the product sample is not available to perform a proper investigation and determine the root cause. If the alleged defect sample becomes available at a later date, this complaint will be updated accordingly.

Event description:
Customer complaint alleges that they observed "holes in a few tubes" they pulled from cases of products. There was no patient involvement reported. It is unclear if the devices were in the clinical setting.

Manufacturer narrative:
(B)(4). The investigation into this complaint is in progress at the time of this report.

Event description:
Customer complaint alleges that they observed "holes in a few tubes" they pulled from cases of products. There was no patient involvement reported. It is unclear if the devices were in the clinical setting.